Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted to the hospital for hemolysis, elevated lactate dehydrogenase and plasma free hemoglobin levels, and symptomatic heart failure. The patient was on a heparin drip and unspecified inotropes for worsening heart failure and suspected thrombosis. The international normalized ratio was within normal limits. Echocardiography found the pump was functioning properly. The patient did not have any history of coagulopathy. The patient was listed for transplant and received a transplant on (B)(6) 2015.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 2¿ from the pump housing with an additional 14¿ section and the distal portion of the driveline was returned as well. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned detached from the pump¿s outlet port. Examination of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball as well as the contact marks visible on the tapered portion of the rotor indicate that it was present while (B)(4) was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it would have contributed to the patient¿s reported hemolysis. Visual examination of the pump also revealed soft, tissue like depositions admixed with loosely clotted blood within the outflow graft and along the body of the rotor. These depositions were non-laminated, lacked denaturation, and were not adhered, suggesting that they developed acutely. These non-laminated depositions appeared consistent with poor surface washing due to a low flow event. The origin of these depositions and the duration for which they were within the pump could not conclusively be determined. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 6 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.